Event description:
It was reported that an asahi sion blue guide wire was used during a percutaneous coronary intervention (pci) to treat an in-stent restenosis (90% stenosis) in the segment #6-7 of the left anterior descending artery (lad). The coating of the sion blue guide wire was found damaged at the proximal segment right before the end of the procedure. As the damaged segment of the guide wire was located outside the patient anatomy, the procedure was continued without exchanging the guide wire. The procedure was successfully completed with reestablished blood flow achieved by stenting. There were no adverse patient effects associated with this event.

Manufacturer narrative:
Manufacturing site: toyoflex cebu corporation, cebu, philippines, registration number: na; this manufacturing site is not FDA registered and devices produced by it are not distributed or sold in the us. When the reported product was returned to the manufacturer, reportable malfunction was recognized for the first time; therefore, g3. Date received by manufacturer is the same as the date in d9. Returned to manufacturer. The reported sion blue guide wire was returned for evaluation. The ptfe coating of the returned sion blue guide wire was found peeled off at approximately 65cm from the proximal end due to scrape. Replication test was performed based on known similar events. An unused sion blue guide wire was inserted into a torque device. The torque device was slightly tightened and slid over the wire surface so that its metal chuck would scrape the wire surface. As a result, a similar pattern of peeling of the ptfe coating was replicated on the test guide wire. Lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received from this lot. Based on the investigation outcome, it was presumed that peeling of the ptfe coating was attributed to a torque device that had a metal chuck. When the torque device was slightly tightened, it would scrape the wire surface to peel the ptfe coating. It was concluded that this event was not attributed to product quality. Although there were reportedly no adverse patient effects, a possibility could not be completely ruled out that some ptfe coating fragment(s) might be left in the patient. No CAPA will be taken. Instructions for use (IFU) states: malfunction and adverse effects: abrasion of the guide wire coating.